Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿.

Event description:
It was reported that during the recanalization of the previously treated left carotid terminus aneurysm, the subject flow diverting stent was not fully opened from the distal end and there was insufficient wall apposition. An additional adjunctive stent was implanted to get good vessel wall apposition. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event

Manufacturer narrative:
B1 adverse event/product problem - corrected to adverse event b5 executive summary - updated f10 / h6 medical device problem code - device code grid - updated h6 investigation conclusions - conclusion code grid - updated due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the adjunctive devices used as per site reported was a stent and six coils. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during the recanalization of the previously treated left carotid terminus aneurysm, the subject flow diverting stent was not fully opened from the distal end and there was insufficient wall apposition. An additional adjunctive stent was implanted to get good vessel wall apposition. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Update: received additional information on 23-may-2023 stated that the site cancelled the device deficiency ¿study device did not fully deploy against vessel walls¿. An adjunctive stent and 6 coils were implanted. No additional information available.

Event description:
It was reported that during the recanalization of the previously treated left carotid terminus aneurysm, the subject flow diverting stent was not fully opened from the distal end and there was insufficient wall apposition. An additional adjunctive stent was implanted to get good vessel wall apposition. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event

Manufacturer narrative:
The device remains implanted inside the patient's vasculature.